Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the site had issues with registration. When they completed registration with metrics of 2.0 and 1.9, their touches on the patient's anatomy were not showing anywhere near the expected area. An alternate navigation system was used to complete the procedure. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A software analysis was conducted and analysis found that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.